Event description:
It was reported that the patient was not feeling well and was admitted to the emergency department. The rv (right ventricular) lead was suspect of dislodgement as there was no capture and the impedance had risen abruptly. The lead was cut and capped. The device was returned to the manufacturer after being explanted due to possibly having a performance issue as the device was suspect of potential separation of interconnect wires. The device subsequently tested out of specification during manufacturer's analysis. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed, and preliminary analysis revealed no output. Further testing revealed that the no output condition was the result of lifted hybrid bond wires.